Event description:
It was reported that during a procedure "forward firing" was observed while using the first fiber at (B)(6) joules of use and 17:49 minutes. The fiber was exchanged for a second fiber and "forward firing" was observed at (B)(6) joules of use and 21:15 minutes. The fiber was exchanged for a third fiber and "forward firing" was observed at (B)(6) joules of use and 3.26 minutes. The procedure was completed utilizing the fourth fiber at (B)(6) joules of use and 51:53 minutes. Patient outcome "ok" reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).